Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that overdrainage was noted, which resulted in a revision.